Manufacturer narrative:
Concomitant medical products: w2dr01, ipg implanted: on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to a pocket infection. There were signs that the patient had scratched the pocket incision with their hands and the physician presumed this to be the source of the infection. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.